Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to the implantable pulse generator (ipg) receiving end of life (eol) message. The patient was doing well post operatively. The device will not be returned for further analysis, since it was disposed in the operating room.